Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has received the product, however no analysis or testing has been done at this time. Analysis in progress. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported that an alleged port leak after the pt experienced no restriction and regained weight. Revision surgery was performed to replace the port.